Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged post implant. A fracture was suspected. The lead was explanted and replaced.